Manufacturer narrative:
Device analysis report (dar) is attached. This report is submitted on july 12, 2021.

Manufacturer narrative:
It was reported that the device has been explanted on (B)(6) 2021 and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on june 10, 2021.

Manufacturer narrative:
This report is submitted on may 17, 2021.

Event description:
Per the clinic, the patient had a fall and reported no sound perception is received from the internal device. External components has been replaced, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.